Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps with this complaint and completed the device evaluation. Failure analysis showed the instrument had a frayed grip cable at the distal idler pulley. Additional observation not reported by site ashowed the instrument had the main tube broken where it meets the proximal clevis. A piece measuring proximately 0.185 x 0.07 was not returned with the instrument. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal cable at the wrist was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.